Event description:
It was reported that the customer intermittently experienced resistance during the fill process. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the cartridge fill process. Multiple cartridges changes were performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.